Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the malfunction connector was pushed in and was unable to connect the cable. Complainant indicated that there was no pt involvement in the reported malfunction.